Event description:
It was reported that the recently implanted right ventricular (rv) lead exhibited a possible loss of capture (loc). An x-ray was performed, and technical services (ts) was consulted. Ts advised it appears there is no capture at 2.4v (volts) and would recommend starting the right atrial automatic threshold (raat) test at a higher threshold on this pacemaker. The x-ray appears to show the rv lead in the same location as implanted. The patient will be seen in-clinic for further review. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the recently implanted right ventricular (rv) lead exhibited a possible loss of capture (loc). An x-ray was performed, and technical services (ts) was consulted. Ts advised it appears there is no capture at 2.4v (volts) and would recommend starting the right atrial automatic threshold (raat) test at a higher threshold on this pacemaker. The x-ray appears to show the rv lead in the same location as implanted. The patient will be seen in-clinic for further review. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information the patient was seen in-clinic for a regular follow up. A pacing spike in the atrium was observed with pocket stimulation. The physician tried multiple programming changes and observed pacing spikes, no capture, and pocket stimulation. The physician elected to program bipolar configuration at 2.5v (volts) at 0.6ms (milliseconds) with no pocket stimulation observed and functioning appropriately. A chest x-ray was performed, and the lead appears to be the same from implant. Ts was consulted and provided troubleshooting and follow up recommendations. At this time, the lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the recently implanted right ventricular (rv) lead exhibited a possible loss of capture (loc). An x-ray was performed, and technical services (ts) was consulted. Ts advised it appears there is no capture at 2.4v (volts) and would recommend starting the right atrial automatic threshold (raat) test at a higher threshold on this pacemaker. The x-ray appears to show the rv lead in the same location as implanted. The patient will be seen in-clinic for further review. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information the patient was seen in-clinic for a regular follow up. A pacing spike in the atrium was observed with pocket stimulation. The physician tried multiple programming changes and observed pacing spikes, no capture, and pocket stimulation. The physician elected to program bipolar configuration at 2.5v (volts) at 0.6ms (milliseconds) with no pocket stimulation observed and functioning appropriately. A chest x-ray was performed, and the lead appears to be the same from implant. Ts was consulted and provided troubleshooting and follow up recommendations. At this time, the lead and device remain in service. No additional adverse patient effects were reported.